Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. During troubleshooting, the occlusion appeared to be related to the cartridge. Customer changed the cartridge to resolve the blockage.